Manufacturer narrative:
The customer reported that the display monitor on the cns (central nurses station) is not working. Customer ordered a new display monitor. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the display monitor on the cns (central nurses station) is not working.